Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a carotid artery stenting interventional procedure using an 8f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned analysis. The reported deformation was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Factors that contribute to deformation prior to use include, but not limited to, mishandling during manufacturing, transit or removal from the packaging at the account. A conclusive cause for the reported event could not be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, additional information was received. It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a carotid artery stenting interventional procedure using an 8f sheath. Reportedly, the sheath of the prostyle device was noted to be bent when removed from the packaging so it was not used in the patient. Another prostyle device was used in the patient to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.